Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous iliac vessel. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon was initially inflated at 10 atmospheres for 30 seconds and the balloon ruptured on the second inflation at 10 atmospheres for 10 seconds.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous iliac vessel. A 10.0 x 40, 75 cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.